Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during the operation, the drill bit broke. The broken fragment was retrieved and discarded of. There were no reported broken fragments left in the patient. There wasn't any impact to the procedure and it was finished successfully. No additional information is available at the moment.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
This device is used for treatment not diagnosis. The measurable dimensions were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture face is homogeneous which indicates material conformity. No product fault could be detected. We found that the cutting edges above the fracture are blunt. We suppose that an excessive metallic contact in combination with too much lateral stress caused this breakage.